Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures and current controls as per the product specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the patient expired. In (B)(6) 2012, the patient was diagnosed with unstable angina along with silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery (cass site # 12) with 70% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the following day on aspirin and clopidogrel. However, in (B)(6) of 2016 the patient expired. The cause of death is unknown.

Manufacturer narrative:
Describe event or problem, patient codes, and device codes updated. (B)(4).

Event description:
It was further reported that possible stent thrombosis occurred.